Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011 (patient ID, age, and weight are unknown). According to the complainant, a 30cc fluid loss alarm was received two minutes into the ablation phase. No visual evidence of a leak was noted, and the procedure was resumed. A minute later, a 35cc fluid loss alarm was received. A superficial burn was observed on the side wall of the vagina, and was treated with silvadene cream. The procedure was aborted. It was reported that the sheath was moved excessively during the procedure, which may have caused over dilation. The patient's current condition is reported to be "fine."

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.